Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 316 mg/dl at the time of incident. Insulin pump had a motor position encoder error alarm. Drive support cap was normal. Customer stated that the insulin pump had no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive motor error alarm and no delivery alarm noted. Motor passed motor test. No loose drive support cap noted during visual inspection.